Manufacturer narrative:
.

Event description:
The recipient reportedly experienced a flap hematoma at the implant site. The recipient was treated with antibiotics and debridement for four weeks. A period of non-use was recommended for two months. The recipient was hospitalized from (B)(6) 2016. The recipient's device was explanted. The recipient's infection has resolved.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed a missing electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a missing electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.